Event description:
It was reported that multiple physicians expressed disappointment with the superion indirect decompression system implant when implanting at levels l4-l5 of the lumbar vertebrae spine. The physicians reported experiencing multiple device migrations resulting in explantation. Boston scientific has not received any additional information on the patients who have been explanted.